Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported the presence of residue in the eye of the pt. This was noted during a cataract extraction procedure. Additional info has been requested for this report.